Event description:
It was reported that this pacemaker device battery gauge exhibited a lower than expected, remaining battery longevity. A technical service (ts) consultant advised that engineering analysis of device data, showed that the estimated battery longevity is depleting faster than expected. Ts advised device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that surgical intervention was performed, device explanted and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This device not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device battery gauge exhibited a lower than expected, remaining battery longevity. A technical service (ts) consultant advised that engineering analysis of device data, showed that the estimated battery longevity is depleting faster than expected. Ts advised device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker device battery gauge exhibited a lower than expected, remaining battery longevity. A technical service (ts) consultant advised that engineering analysis of device data, showed that the estimated battery longevity is depleting faster than expected. Ts advised device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that surgical intervention was performed, device explanted and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and product analysis completed.